Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. No button error alarm. Device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip. Numbers did not ramp up on its own or scroll bar moving with no input. (B)(4).

Event description:
The customer reported via phone call that the numbers on the screen kept scrolling when trying to deliver a bolus. Customer stated that the buttons were not responding and the insulin pump alarmed button error. The customer stated he did a heavy workout and had the insulin pump in his shirt. Blood glucose value was 147 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.